Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were confirmed and reproduced during evaluation. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device constantly displayed the upstream occlusion message. There was no patient involvement.